Event description:
Routine complaint investigation of a precision readings issue in which the customer states that they took three readings one immediately following the other and obtained a 62 mg/dl reading and a 78 mg/dl reading and a 101 mg/dl reading. The difference between these readings is greater than would be expected and brings into question the precision of the system. No death, serious injury or medical intervention was reported.